Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) and backlight inverters printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 840 ventilator had a distorted graphic user interface (gui) display. There was no patient involvement at the time of the event.